Event description:
It was reported that following an implant procedure, the patient experienced breathlessness. A chest x-ray was done which was abnormal showing ¿homogenous¿. A left chest tube was inserted and the patient¿s hospitalization was prolonged. The event was deemed related to the implant tool (introducer). The patient is enrolled in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).